Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely because button has fallen off, water tightness is lost. Moreover, due to a gap between coupler unit, the guidepost position of camera head and image is out of the standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had the guidepost position out of the standard value due to gap between coupler unit, image out of standard, and lost watertightness due missing button. There was no patient involvement.